Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted a message of object obstruction while the master tool manipulator (mtm) was trying to complete homing, and the mtm failed to home. The tse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Failure analysis confirmed and replicated the reported issue. The mtm was installed on an in-house system and failed tests. Failure analysis verified that a small piece of grip spring was broken, then dislodged and stuck into the grip housing, causing the grip to not open or close properly and keeps moving (intermittent). This confirms and replicates that the fault occurred in the field. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The unit was transferred to advanced failure analysis engineering for further evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that master tool manipulator right (mtmr) kept moving around and would not home. The customer confirmed that the mtm did not collide with anything. The tse had the customer perform a hard power cycle of the surgeon side console (ssc), but the issue was not resolved. The procedure was completed with the ssc being disconnected. There was no reported injury.